Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, an unknown transmitter issue occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. A review of the downloaded data log confirmed the reported event of an unknown transmitter issue. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown transmitter issue occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event by the findings of signal loss. A root cause could not be determined.